Event description:
The customer reported that the device does not have an audible alarm. A self-test was performed and the audible could not be heard. Advised the customer to discontinue the pump use.

Manufacturer narrative:
Final analysis revealed that the device did not have an audible tone due to cracked inductor in the circuit board.